Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a post operative device check, several non-sustained ventricular tachycardia (nsvt) episodes and one ventricular fibrillation (vf) episode was stored due to noise and oversensing during surgery with a magnet placed over the device. Review of stored device memory also noted an atrial tachy response (atr) episode from a few days prior where functional undersensing was observed on the right atrial (ra) lead channel due to activity falling in the blanking period. Boston scientific technical services (ts) discussed troubleshooting and programming options. Subsequently, the patient experienced a syncopal episode. It was noted that the patient has a history of atrial fibrillation (af). Review of stored device memory noted that the device was programmed to two zones and the patient had a tachycardia event below the rate cut off that lasted 4-5 minutes. Additionally, electromagnetic interference (emi) was noted on the ra and right ventricular (rv) leads. The patient was then noted to be in af with ventricular fibrillation (vf) and a 41 joule shock was delivered and converted both rhythms. Ts further discussed programming options. No additional adverse patient effects were reported.